Manufacturer narrative:
Additional information was added. The lot was manufactured between july 21, 2019 to july 22, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the right corner of the bag. The leak was discovered during setup and preparation. There was no patient involvement. No additional information is available.